Manufacturer narrative:
The product has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. All pertinent information available to abbott medical optics has been submitted.

Event description:
Medtronic received information that three years, four months post-implant of this transcatheter bioprosthetic valve, explantation of the prosthetic valve was necessitated due to dysfunction caused by recurrent stenosis, resulting in elevated gradients across this valve. Replacement of the right ventricular outflow tract (rvot) conduit with a pulmonary homograft was performed concomitantly with this procedure. No adverse patient effects were reported related to this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.